Event description:
It was reported that the patient's left ventricular (lv) lead had slipped however, they would not be able to do anything until they could remove the lung mass. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) bi-ventricular (bi-v) defibrillator 2012 (B)(6); 6947m65 implantable tachy lead 2012 (B)(6). (B)(4).